Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03215. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent an ureteropexy with ams mini-arc, enterocele repair, and posterior repair of mesh on (B)(6) 2009. It was reported that the patient underwent excision of right side of pubis of seborrheic keratosis in 2010. It was reported that patient underwent a surgery on (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2005 due to stress urinary incontinence and pelvic organ prolapse. Post insertion, the patient experienced pain, infection, bleeding, dyspareunia and urinary problems. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with lysis of periurethral adhesions, removal of right pubic skin lesion and cystoscopy on (B)(6) 2010.